Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported via phone call indicating that their insulin pump alarmed button error while they were sleeping. The caller's blood glucose level was unknown at the time of the incident. The caller was not able to resolve the issue. The customer mentioned that the insulin pump did not belong to them. The caller stated that the insulin pump they were using did not belong to them. The customer was informed that the insulin pump was not safe to use. The customer did not troubleshoot and did not send the product back for analysis.